Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor current error detected alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did not require rewind. Customer not able to complete rewind. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify spi to motor pic communication error alarm due to blank display.